Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures.investigation results: upon visual inspection, found that the ceramic portion on this zi-real abutment (B)(4) had fractured, therefore component does not function within required manufacturing specification.

Event description:
The doctor indicated that the zi-real abutment fractured after 3 years of being seated in the patients mouth. It was also reported the patient did not suffer an injury or infection.